Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated she awoke in the a.m. On the same day and her blood glucose was 109 mg/dl. She did not eat or drink and went to work, where she tested and was 320 mg/dl. Two hrs later, she was 490 mg/dl. She went to the ER and was treated with 2 liters of fluid and 20 units of insulin. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.